Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a meropenem infusion.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a meropenem infusion.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed based on inspection of the set received. A slight bulge along the silicone segment component was observed. Pressure testing observed that the silicone segment area directly below the upper fitment component started to bulge around 12psi. Further testing was performed by attaching a lab gauge needle to the male luer end of the reprimed set and the set was loaded into a lab pump module. The pump module door was then closed, and a fluid filled lab syringe was attached to the set's lower smartsite port. The roller clamp above the recently affixed smartsite port was applied and the fluid within the syringe was attempted to be pushed through. There was no observation of bulging on the silicone segment. The fluid push was repeated. An area of the silicone segment below the noted bulged area was cut in order to inspect the tubing under magnification; no issues of concentricity were noted. The bulge is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a meropenem infusion.

Manufacturer narrative:
Additional information added to concomitant medical products 8100;8015;therapy date unknown.